Event description:
The lead CT technologist reported that an inpatient was undergoing a CT procedure with optiray 350 contrast to rule out a pulmonary embolism of the lungs. The injection protocol was 3ml/sec for a total volume of 120ml with a psi around 200. CT technologist reported that when removing the 20ga angiocath IV line she could feel a one inch firm area around the IV site and it was raised a quarter inch high. The patient was taken to the emergency room to be observed. The emergency room nurse placed a heat pack directly to the skin without any barrier between skin and heat pack and used a compression dressing to secure heat pack to wrist. Patient was then transferred to her room after treatment. The daughter told the lead CT technologist that her mother had complained to the nurse that the heat pack was too hot, but the nurse did not want to remove it. The daughter reported that she herself removed the compression dressing and removed the heat pack. There were second and third degree burn blisters in a two inch area and there was a half inch raised area. The lead CT tech reported that she thought that the burns were caused by the emergency room rn not placing a protective barrier between the pt's arm and the heat pack.

Manufacturer narrative:
Field service engineer did an operation checkout per procedure in the service manual. Fse verified proper operation of the injector. Investigation completed and systems returned to full service to customer.